Manufacturer narrative:
The sample was serum. Qc has been within the customer's established ranges at the time of the event. Service was not requested for this event. The customer is not questioning instrument performance at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected free t4 (ft4) result of 0.50ng/ml generated by the unicel dxl 800 access immunoassay system for one patient that was questioned by the physician. Subsequent testing on an alternate methodology produced a higher discordant result of 0.98ng/dl which was within the normal reference range. It is unknown if there was an affect to patient treatment with regard to this event.